Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2002 - the pt underwent repair of an incarcerated ventral hernia with a composix mesh, small bowel resection, partial omentectomy and appendectomy. On (B)(6) 2008 - the pt underwent a laparotomy, extensive small bowel resection, lysis of adhesions and primary repair of a recurrent ventral hernia.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. The morbidly obese pt who has a history significant for small bowel obstructions and recurrent ventral hernias has multiple comorbidities including, hypertension, chronic heart failure and complete heart block underwent repair of an incarcerated ventral hernia with a composix mesh, small bowel resection, partial omentectomy and appendectomy on (B)(6) 2002. Six yrs later the pt underwent laparotomy, extensive small bowel resection, lysis of adhesions and primary repair of recurrent ventral hernia. Currently, it is unk whether the device may have caused or contributed to the reported event. It is unclear if the pt's medical and/or surgical history may have contributed to the alleged event. The pt reportedly developed adhesions and recurrence which are both listed as possible adverse reactions in the product's instructions for use. The medical records note "the hernial sac was opened and small bowel was finally freed and mobilized all the way around from the fascia. It was found adherent in the lower abdomen to a large wad of curled up mesh." No sample was returned for eval. Based on the info provided, no conclusion can be drawn.